Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that while nurse was attempting to vent air from the syringe (following blood sample), the filter separated from the syringe. The nurse was sprayed in the eyes with the patient's blood. The user facility reported that the nurse has not required any particular treatment in response to the blood exposure. There were no other adverse effects to patient or clinician reported.